Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7080155.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had high impedances, and the patient was unable to undergo magnetic resonance imaging (MRI). The patient underwent an explant procedure where the leads were removed. The explanted devices were not returned as they were kept by the medical facility.